Event description:
On april 6th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user was entering incorrect bg values into the system during calibration. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. No further follow up with the user was possible as they remained unresponsive to multiple contact attempts. No further investigation was possible.